Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. Additionally, it was reported that an unknown alarm occurred. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.